Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the patient came to our hospital for treatment of liver cirrhosis on (B)(6) 2023. He used a button rebound blood collection needle to collect blood. After pressing the button, the patient's blood was brought out. The blood splashed on the nurse's hands, and the nurse disinfected it."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. However, 10 retained samples were taken and customers indicated failure mode was replicated. 10 needles were used to draw 10 tubes, the button was activated and none of the canula splattered the water. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.